Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between january 6-8, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) large volume infusors leaked at the bottom of the plastic bottles. The devices contained 5% dextrose in water (d5w). This was observed prior to adding the drug. There was no patient involvement. No additional information is available.